Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise due to electromagnetic interference (emi) resulting in oversensing and inappropriate antitachycardia pacing and an inappropriate shock was observed on the device. Abbott technical support reviewed device session records and confirmed the reported event. The suspected cause of the emi was a handheld massage product. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.